Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an old insulin pump that had a prime and fill anomaly. They were priming the device when insulin shot out. The device alarmed a compromised force sensor system. Troubleshooting was performed on the insulin pump. The device was not bumped or dropped prior to the alarm. The drive support cap appeared normal. The customer¿s blood glucose level was 324 mg/dl. The device will be replaced and returned for analysis.

Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm.